Event description:
It was reported the patient underwent surgical intervention wherein the physician removed the remaining part of a lead on (B)(6) 2023. The lead had previously been cut and left behind during the removal of a prior system. Additional information has been requested and not yet received.